Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient was lost to follow up and during the office visit they were unable to interrogate the cardiac resynchronization therapy defibrillator (crt-d). A magnet was placed and did not elicit tones. It was noted that the previous interrogation, date unknown, the crt-d showed eight years remaining. They suspected that the battery had depleted. A procedure was performed the following day where the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this device was noted to have no telemetry, thus a memory download could not be performed. Visual inspection found no irregularities. The device case was then removed and the battery was replaced with a power supply and current meter. After this the device powered up normal and functioned normal throughout testing. Laboratory analysis was unable to determine the cause of the no telemetry.

Event description:
Additional information was received that it was believed the date of the interrogation which showed eight years remaining was five months earlier when an epicardial lead was placed.